Event description:
During analysis of the device, the polytetrafluoroethylene (ptfe) was noted to be peeled off. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire was slightly kinked 3.0 mm from its distal end. The guidewire polytetrafluoroethylene (ptfe) coating was examined and it was discovered that the ptfe was peeled off at approximately 4.0cm, 31.5cm, 32.5cm and 35.0cm from its proximal tip. The coating was scraped on the guidewire. The coating appeared to be scraped off of the guidewire with the torque device collet. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Since the device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.

Event description:
During analysis of the device, the polytetrafluoroethylene (ptfe) was noted to be peeled off. There were no clinical consequences to the patient.